Event description:
It was reported that in preparation for an anchor insertion, the drill guide was bent andthe anchor broke during insertion due to the failed drill hole. Procedure was completed using a back-up anchor, however, an additional bone hole was required.

Manufacturer narrative:
A relationship between the product and reported incident could not be established as the product was not returned. Without the reported product a visual evaluation could not be performed and the complaint could not be confirmed. From the information provided, the speedlock device broke due to being used with a damaged drill guide. Based on the information provided, the root cause may be related to the use of a damaged concomitant instrument. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.